Event description:
It was reported that the patient's daughter removed the two catheters and stated that the incision and insertion sites appeared infected. The patient was put on antibiotics and at follow-up visit next day, infection was confirmed. It is unk if the insertion sites and incision are infected. It is unk if the device will be returned for evaluation.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. No sample has been received for investigation and evaluation, although it has been reported that the sample was available. Without the actual product, a complete analysis cannot be conducted. As no lot number was provided, the device history record and lot history cannot be reviewed. All I-flow products are sterilized and sealed in appropriate packaging, to be opened only in a sterile environments by individuals trained in sterile procedure. Prior to release, all production lots are subjected to stringent laboratory to assure sterility. With the assumption that the device was properly handled by the clinical personnel associated with the surgery, the device was introduced to the surgical site in a sterile condition. Any infection complication following thereafter is most likely due to other postoperative factors. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.